Event description:
A report was received that the patient had irrigation and debridement of the ipg site due to an infection. The patient received IV antibiotics and is reportedly doing well following the procedure. The physician does not believe the infection was related to the device.